Event description:
A nurse walked into the pt's room on a general medical/surgeon unit and found him "unresponsive" (no pulse or respiration). The nurse placed three 8100 series ECG electrodes on him. There was no reading on the defibrillator monitor. They changed monitors and still no reading. The electrodes were not replaced. Thre were different electrodes (clar trace mfg. By another co) on the pt which were used for an EKG and the electrodes did work. The pt expired. Upon removal of the 8100 series electrodes. It was noted the electrode gel had dried out. Because CPR was continued throughout this event, a reading was obtained on the EKG monitor, and the pt had extensive medical problems. The unit manager, did not feel the death was caused by the ecl 8100 series electrodes alleged failure to perform. She said these electrodes had been in a ziplock bag. Not in the original foil packaging for an unspecified period of time prior to use. She did not know what the expiration date was and she said no one checked the electrodes for dryness prior to use.